Event description:
It was reported the approximately 105 months after a total right hip replacement procedure, the patient may require a future revision procedure due to polyethylene wear. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 3888194 186-01-56 - integrip cc, cluster 56mm,g3 3895984 170-36-03 - biolox delta femoral head 36mm od, +3.5mm 3976774 188-01-11 - wedge plasma x/o sz 11 4008952 101-45-20 - 4.5mm drill bit 20mm 4069540 180-65-30 - alteon 6.5mm screw, 30mm the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.